Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was implanted on top of a riata lead and the integrity of this system is questionable. Subsequently, the ICD was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).